Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was ¿treated for 21 days¿; (no other information regarding treatment was provided). On an unreported date the patient was discharged, 5 days after hospital admission. It was reported the patient was recovered from this peritonitis event. No additional information is available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4): the peritonitis event occurred on an unspecified date in (B)(6) 2013.the device was not returned; therefore, an evaluation could not be conducted. A batch review will be performed. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12k14047 h13b22021, h12l11074, and h13c21021. There were no issues detected during manufacturing processes. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.